Manufacturer narrative:
The manufacturer did not receive devices for review, as the patient is currently being monitored and has not been revised to date. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. Should additional information become available, an amended report will be submitted. (B)(4).

Event description:
It is reported that the patient received a znn cmn nail 13mm x 40 cm 124r in (B)(6) 2012. It is alleged that the nail was found to be broken after union.